Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the methods for procedure in line with the instructions for use (IFU) below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the evis lucera colonovideoscope with no complaint against the device. There were no reports of patient or user harm associated. The device was returned to olympus for a device evaluation and found foreign material attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a white-clouded area, the adhesive on the bending section cover rubber had a chip, the adhesive on the bending section cover rubber had a crack, the electrical connector had discoloration due to water leakage, the suction cylinder was shaved, the protector of the universal cord on the scope connector side had a scratch, the image guide protector had a scratch, the objective lens had a chip, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had white-clouded area, the plastic distal end cover had stain, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.